Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. The target lesion was located in the esophagus. The cre wg 18-20mm/240/5.5 f/g esophageal/colonic wireguided balloon dilatation catheter was inflated to 6 atm's when it burst. The procedure was unable to be completed. Fluoroscopy confirmed that no portion of the balloon remained in the patient. No patient complications occurred. Patient status is satisfactory.